Manufacturer narrative:
Patient developed scarring from a burn on abdomen area following a laser liposuction procedure.

Event description:
Patient developed scarring from a burn on abdomen area following a laser liposuction procedure.